Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information regarding reprocessing, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU. Gif-h185, cf-h185l/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-h185, cf-h185l/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device revealed, the charge coupled device ccd cover lens was chipped. The distal end cover had a sharp edge. The bending section cover was porous. The bending tube was deformed. The connecting tube had a scratch. The ceiling plate had a dent. The paint of the air/water nut was peeled off. The universal cord had a scratch. The device exhibited low angulation and angle knob was loose or light. The air/water flow was insufficient, and surface of the objective lens had poor water contact. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, there was no air flow from the air/water flow system of the colonovideoscope. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material of unknown origin. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.